Event description:
Patient underwent coolsculpting of the abdomen, the flanks, and the upper lateral back (bra rolls). Patient experienced enlargement of two of the treated areas (the lower abdomen and the bra rolls). Examination by me in (B)(6) 2021 revealed significant enlargement of those areas compared with adjacent areas consistent with paradoxical adipose hyperplasia (pah). Patient complained that the areas of coolsculpting got bigger within 3 months of treatment and that she had to go up in clothes size but her weight did not change. She required liposuction of the bra rolls, flanks and lipo-abdominoplasty of the torso for correction of her pah deformity. Coolsculpting was performed by (B)(6). My office attempted to get medical records, but was told they had no records or pictures. FDA safety report ID # (B)(4).